Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: pilot 50, guide cath: launcher 7f, jl 5.0. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the mini trek rx instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that the use of force during advancement of the bdc resulted in the shaft kinking and ultimately separating. The investigation determined the reported proximal shaft separation appears to be related to user error; however, the failure to advance of the bdc appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 100% stenosed lesion located in the mid left anterior descending coronary artery. The 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was advanced for additional dilatation; however, after experiencing resistance with the anatomy, the bdc failed to cross the target lesion. Manipulation attempts were made to push the bdc against resistance, but it still failed to cross. Then, the bdc was removed from the anatomy without resistance, and the proximal shaft of the bdc became separated. The bdc was outside the anatomy when the shaft separation occurred. The bdc was replaced with a non-abbott bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.